Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report falsely depressed sodium (na) results were obtained on 15 patient samples on atellica ch 930 analyzer. Quality controls (qcs) recovered out of ranges on the day of the event and triggered the customer to repeat the samples. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced a dilution probe. The cause of the falsely depressed na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed sodium (na) results were obtained on 15 patient samples on atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on alternate atellica ch 930 analyzers. The repeat results were higher than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00266 on 03-oct-2023. Additional information on (05-oct-2023): siemens further evaluated the event and reviewed the instrument data. Siemens determined there was a dilution arm vertical motor probe crash detected error. Siemens concluded that a bent dilution probe, causing improper aspiration, dilution or mixing of patient samples potentially contributed to the falsely depressed sodium (na) results. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.